Event description:
It was reported that the balloon ruptured. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified cephalic vein. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During procedure, first inflation was done at 8atm but the balloon ruptured upon second inflation at 8atm for a few seconds and was removed from the patient's body without any problem. A pinhole was also noted on the device. The procedure was completed with another of the same device. There were no complications reported and the patient was in good condition after the procedure.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was present which is indicative of a leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 10mm distal of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. No other issues were identified during the product analysis.

Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
It was reported that the balloon ruptured. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified cephalic vein. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During procedure, first inflation was done at 8atm but the balloon ruptured upon second inflation at 8atm for a few seconds and was removed from the patient's body without any problem. A pinhole was also noted on the device. The procedure was completed with another of the same device. There were no complications reported and the patient was in good condition after the procedure.